Event description:
It was reported that the local field representative was contacted by the device treating health care professional (hcp) to inquire more about threshold test settings of this pacemaker system. Technical services (ts) was requested to review the pacemaker stored electrogram (egm). Upon review, high out of range right ventricular (rv) pacing impedances measuring greater than 2000 ohms were recorded to have triggered a lead safety switch (lss). Further review of the egm showed that a possible commanded threshold test was performed, and ts noted an increase in the pacing threshold outputs, from 1.9v to about 2.3v. Ts also noted the programmer clock used to interrogate the device was not synchronized. Ts discussed the review findings and recommended programming considerations and possible causes. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6- device codes.

Event description:
It was reported that the local field representative was contacted by the device treating health care professional (hcp) to inquire more about threshold test settings of this pacemaker system. Technical services (ts) was requested to review the pacemaker stored electrogram (egm). Upon review, high out of range right ventricular (rv) pacing impedances measuring greater than 2000 ohms were recorded to have triggered a lead safety switch (lss). Further review of the egm showed that a possible commanded threshold test was performed, and ts noted an increase in the pacing threshold outputs, from 1.9v to about 2.3v. Ts also noted the programmer clock used to interrogate the device was not synchronized. Ts discussed the review findings and recommended programming considerations and possible causes. At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.